Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was the pt's therapy was not working anymore for they did not feel the stimulation at all. The other day the patient charged their implanted neurostimulators battery to 100% and it never dropped below. The patient then got the message settings not available. Patient tried different programs and adjusting levels but that did not resolve the issue. The caller was redirected to their healthcare provider to further address the issues. Additional information was received from a manufacturer representative (rep). Rep reports the patient (pt) called patient services yesterday and was told to contact their doctor (hcp). Hcp suggested pt reach out to the local team, which is when the pt called the rep. Pt reported seeing "settings not available" on their controller and that they are no longer getting pain relief. Pt reported to rep that they fell in the shower on (B)(6) 2025, breaking the shower door. Pt did not report any injuries but noti ced their pain relief stopped after the fall. The local [manufacturer] team is working to coordinate meeting with pt this week or next, as pt will be going out of town. Rep reports a follow-up report will be provided once more information is available.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated. Ime code e2403 removed to better reflect previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating they believe their stimulation issues were due to their fall. Patient's device was resynced, issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.